Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review performed for the autogen device confirmed that the event of oversensing is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the autogen device is acceptable.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded intermittent inhibition of left ventricular (lv) lead pacing. Technical services (ts) reviewed the data and discussed this is due to a previously detected signal on the lv channel. It is unable to determine the kind of signal as, in the information provided, the lv channel was not selected for display in the electrogram (egm), however, it was mentioned there is the possibility the signal is a farfield of the atrial signal. Programming recommendations were provided. The crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded intermittent inhibition of left ventricular (lv) lead pacing. Technical services (ts) reviewed the data and discussed this is due to a previously detected signal on the lv channel. It is unable to determine the kind of signal as, in the information provided, the lv channel was not selected for display in the electrogram (egm), however, it was mentioned there is the possibility the signal is a farfield of the atrial signal. Programming recommendations were provided. The model and serial number of the crt-d is not yet available, however, further information was requested. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded intermittent inhibition of left ventricular (lv) lead pacing. Technical services (ts) reviewed the data and discussed this is due to a previously detected signal on the lv channel. It is unable to determine the kind of signal as, in the information provided, the lv channel was not selected for display in the electrogram (egm), however, it was mentioned there is the possibility the signal is a farfield of the atrial signal. Programming recommendations were provided. The model and serial number of the crt-d is not yet available; however, further information was requested. The crt-d remains in service. No adverse patient effects were reported.